Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a reprogramming due to being unable to feel stimulation even at maximum amplitude. An x-ray was taken and revealed that the lead had backed out of the epidural space. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was discarded.